Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. No product has been received for evaluation at this time. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This report is number 2 of 2 mdrs filed for the same event (reference 1032347-2015-00102).

Manufacturer narrative:
Based on the data available through the review and investigation of this file, the most likely underlying cause of the incorrect packaging of the implants was the prints and parts were matched to the incorrect manufacturing orders due to human error. No product will be returned for evaluation as the implant remains in the patient and the customer states the second implant was unable to be returned as the shipping company considers it biohazardous. Supplemental report two of two for the same event, see also 1032347-2015-00102-1.

Event description:
The sales associate reported the custom tmj's were mislabeled. During surgery they identified the mandible did not fit and it was for a left side. Since the facility had another custom tmj case scheduled for the same day, they opened the boxes and identified that the mandible was a fit for the case they were in. As the sterile implants for the second case were opened the surgery had to be rescheduled. A new implant is being manufactured for this patient.